Manufacturer narrative:
H10 h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review, complaint history review, risk management review, and an instructions for use/device labeling review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A clinical review states that based on the limited information provided no clinical factors were found which would have contributed to the reported events. The procedure itself, and the patients reported comorbidities (obstructive sleep disordered breathing/obstructive sleep apnea) cannot be ruled out as contributing factors. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that after an intracapsular tonsillectomy using a procise coblation wand, the patient had a desaturation episode while asleep. Patient was placed on 3l o2 via facemask. O2 removed in the afternoon and patient remained on room air until dc later that same day.

Manufacturer narrative:
Internal complaint reference (B)(4).